Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead exhibited low out of range pacing impedance. It was noted that the rv lead had a break at the distal tip. A new lead was successfully implanted. The patient was stable.

Event description:
New information received noted that the right ventricular (rv) lead exhibited high impedance.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of low pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿visual breach in the tip/ring of lead¿ was confirmed. Visual inspection found the distal boot was cut and separated which is consistent with procedural damage.